Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
On 10/30/2024 additional information was received by an arthrex subsidiary employee via email who stated that the procedure performed was a shoulder arthroscopy. The scorpion needle broke during the doctor's handling when opening and closing the clamp. No photos or video were taken. The patient's bone quality was normal. The surgeon didn't remove the tip of the needle that remained in the patient's shoulder. Another needle was opened to complete the surgery. There was no delay or additional anesthesia needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.

Event description:
On 09/27/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle tip broke off. This occurred during a procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.